Event description:
On 2/26/97 while pt was on the cystoscopy-fluoro table, the x-ray portion of the table would not function. Service contract company was notified by phone and while phone discussion was taking place, the table worked well during the procedure. Pt was sedated,(not under anesthesia) during this 35 min. Period. No negative outcomes to pt. Equipment problem only. The table has had sporadic problems since purchase. No consistent problem noted, but the x-ray portion of the table does not work each and everytime. Service co. Has been contacted re: a check of the equipment and re-inservicing.